Event description:
Voluntary medwatch received states that the atrial lead was explanted due to product performance anomaly. The atrial lead was replaced with a new lead successfully. No adverse patient effects were reported.